Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer removed the o-ring and a new cartridge was loaded to resolve the issue.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer removed the o-ring and a new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.